Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. Following a discussion with technical support, detailed information was provided, and the caller was guided through resetting the pump. After the reset, the cgm error code did not reappear, and the caller successfully initiated their sensor session. There was no adverse impact on the customer's blood glucose level.